Event description:
A 5/4mm amplatzer duct occluder was selected for use. After the ado was deployed in the ductus, an angiogram was performed to confirm the ado was stabilized. The angiogram revealed that only half of the ado was in the ductus and the rest protruded into the aorta. The ado was percutaneously retrieved with a snare catheter and a 10f sheath. While attempting to snare the ado, it embolized to the abdominal aorta. The ado was successfully retrieved with the snare. During the second attempt to deploy the ado, an angiogram determined the ductus had closed on its own so the procedure was aborted.

Manufacturer narrative:
Sjm could not evaluate the ado involved in this incident since it was not returned to us. The device history record for this product was reviewed to ensure that each manufacturing and inspection operation was performed. The review determined the process was performed and completed in accordance with sjm specifications and procedures.the cause for the reported event remains unknown.